Manufacturer narrative:
1. DHR/bhr review(lot#3108434): 1)this batch of products were assembled at intima ii auto line 4 in may 2023, and packaged at cfs package line in may 2023. Work order quantity was 15,000 ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos returned. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, no leakage is found, and no abnormality is found on the septum. Please see attachment for the test report. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 5. It is recommended customers to use the appropriate product for high-pressure injection. Conclusion(s): no abnormality is found on process and retained sample, no actual sample returned, the root cause of the complaint defect cannot be confirmed, which may be related to the wrong use of the product. H3 other text : see narrative.

Event description:
No additional informaiton provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 18gax1.16in prn slm npvc leaked. The following information was provided by the initial reporter; on (B)(6) 2023, the patient went to the CT room of the radiology department for a coronary cta examination. An 18g intravenous indwelling needle was given to establish a venous access. No abnormalities were found during the sealing and prefilling. The patient entered the CT examination room, connected the high-pressure syringe line, and manually there was no abnormality in the pressure test. A high-pressure injection of 21 ml of 0.9% sodium chloride injection at a speed of 3 ml/s was given for pre-filling. The patient reported that the puncture site was wet. He went into the examination room for inspection and found that the white blocked end of the needle tube at the end of the indwelling needle had prolapsed, and the medicine and blood had spontaneously after the outflow occurred, the indwelling needle was pulled out, a 20g intravenous indwelling needle was inserted again, and the examination was successfully completed.